Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a power equipment failure.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that there was power equipment malfunction. The customer had operated the device improperly, and the rse guided the customer over the phone. Afterward, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.